Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the customers event and the b30 error occurred due to damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be prevented by following the instructions for use which state: "preparation and inspection 3.8 inspection of the endoscopic system¿ [inspection of the endoscopic system] confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the flex deflectable videoscope displayed a noisy image and sometimes the screen disappeared when plugged into the video system center. When the device was replaced with another scope, the image reappeared. The customer suspected problem with the scope, video connector or wiring inside the scope. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was partially confirmed. The image noise could not be reproduced, but it was found that there was a b30-scope communication error due to a damage on the charged coupled device unit. Other evaluation findings include the following: there was no scope identification (ID) data; the adhesive on the bending section cover was chipped; and switch button 1 was scratched. Three good faith efforts were made to obtain additional information; however, no response received from customer the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.